Manufacturer narrative:
The lead was retained by the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture due to dislodgement. An invasive procedure was performed. This lead was explanted and replaced with another manufacturer's lead. No additional adverse patient effects were reported.